Manufacturer narrative:
Additional information: h6, h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 45 minutes after the start of hemodialysis therapy with a polyflux 140h dialyzer, the patient experienced chest tightness and shortness of breath. Dialysis was immediately stopped and the device was replaced to continue treatment. There was no report of medical intervention associated with this event. According to the reporter the symptoms were relieved and the patients vital signs were stabilized. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.